Manufacturer narrative:
Upon inspection and testing of the device, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from the bending section cover) was confirmed and found to be due to a cut on the bending section cover. In addition, service found the objective lens was chipped, the adhesive on the bending section cover was detached, the bending section cover was dirty, the connecting tube was discolored, the image guide protector was cut, the forceps channel port was dented, the suction cylinder was shaved and dirty, the control unit was dirty, the right/left angulation knob was dirty, the protector on the control section side of the universal cord was shaved, the universal cord was wrinkled and sticky, the bending angle was out of specification, there was play in the angulation knob, the insulation resistance value at the distal end was out of specification due to the cut on the bending section cover, and the plastic distal end cover was dented. Scratches were observed on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, the technician found there was a leak from the bending section cover. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation of the device (foreign material in the forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility. Information provided in b3, e1, e2, and e3.

Manufacturer narrative:
This report is being supplemented to correct information provided in the supplemental medwatch. Correction: it was inadvertently left out to select ¿health professional¿ in g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material could not conclusively identify therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: 3.3 precleaning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ IFU (reprocessing manual) instructs how to brush around forceps elevator in the following item. 3.5 manual cleaning: ¿brushing around the forceps elevator and instrument channel outlet.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.